Manufacturer narrative:
Evaluation summary: it is reported that the femoral component was implanted along with a nexgen lps-mobile articular surface. The gender solutions femoral components are not indicated for use with lps-mobile articular surfaces. It is possible that this off-label use could have contributed to the component loosening. Component loosening can be influenced by many factors, however. These factors include, but are not limited to, patient weight, patient activity, bone quality, implant size, surgical technique, and rehabilitation program. Without additional information, a definite cause cannot be determined at this time. The femoral component appears to be in good shape with no significant signs of scratching or wear. There appears to be some signs of scratching and wear on the superior articulating condyles of the articular surface. There also appears to be slight scratching and wear on the inferior surface of the part. Device history records indicate all components were manufactured and inspected to specification. No manufacturing abnormalities could be detected.

Event description:
It was reported that the patient was revised due to femoral loosening and femoral component collapsing into the medial femoral condyle.